Manufacturer narrative:
(B)(4).

Event description:
Customer stated that the catheter showed on the generator screen a defective catheter. Evaluation summary: the closurefast catheter was received for evaluation in (B)(4). On the basis of the initial investigation, the device coil heating element was damaged. The fep was burned, melted, deformed, and exposed wire at the proximal coil heating element. The coagulum was found on the damaged area upon receipt. The pins are in good condition. No bent pin was observed. The continuity/resistance and rfg2 tests were conducted. During the initial functional examination, the connection e+ to e- measured 69.5 o (80-113 o) for continuity / resistance test for continuity test. The rfg2 screen stated the display message: "impedance low. Replace device."